Manufacturer narrative:
No unexpected low battery alerts were noted during testing. The pump passed the displacement and off no power tests. The operating currents were also within specification. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone, the device continues to have battery issues event after the battery cap has been changed out twice. Customer didn't recall her blood glucose. Customer stated the device alarmed low battery and the battery indicator does not show less than two bars. Battery didn't last more than a week and customer doesn't use sensor feature. Customer has already attempted to use a new battery cap and issues persisted. Customer was advised to revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.